Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable." "Bolton medical is voluntarily reporting a device malfunction related to a relay 85 device. The relay 85 device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the u.s in 2012 ((B)(4))."

Event description:
"Proximal bare stent couldn't be released, finally the doctor had to open the chest for releasing the bare stent. Please see the attached video and pictures for more information." Patient outcome: "after the opening surgery, the patient lives in hospital for more than 2 months (from (B)(6)) and costs more than rmb 210k during that period."